Event description:
Customer reported a problem with the auxilliary monitors booting up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the k1 relay. System operates as intended. (B) (4).